Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Struts from the most proximal stent strut row were lifted from the stent profile and bent back distally. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 535 mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The more than 90% stenosed, 28x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Pre-dilatation was performed using a 2.0x8 balloon catheter. A 32 x 3.00mm promus premier¿ drug-eluting stent was then advanced but device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and hypotube break.